Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states, the crossbrace is broke where the pivot link attaches to the cross brace.